Manufacturer narrative:
Device issue with inomax dsir (B)(4) was created as complaint (B)(4). The device investigation was completed on 18-jan-2019. The regional service center (rsc) evaluated the returned device and reproduced the reported complaint of a failed no cell alarm during device boot-up. The rsc successfully performed the low and high no cell calibrations to clear the failed no cell alarm. In addition, the rsc service log review revealed a delivery stopped alarm due to monitored no greater than absolute max of 100 ppm (actual 150 ppm) followed by a log entry for failed low no cell calibration due to the low points being greater than the maximum value. (Max: 655 counts; actual value: 2000 counts). Although identified in the service log, the rsc did not experience a delivery stopped alarm. The no cell was replaced due to the service log finding. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool.

Event description:
On (B)(6) 2018, a respiratory therapist from the united states called mallinckrodt customer care to report a failed nitric oxide (no) sensor with inomax dsir (B)(4). The device was in use on a patient, however no impact or patient harm was reported. Inomax (B)(4) was removed from service and returned to the company for service evaluation. On (B)(6) 2019, an internal employee discovered a delivery stopped alarm due to no greater than absolute max of 100 ppm followed by a failed no cell calibration during routine service log review which indicates a reportable malfunction match.